Event description:
Reporter indicated a hand-held programming would not hold a charge during surgery. The hand-held displayed "full" charge; however, when unplugged, it would die within 10 minutes. The hand-held worked properly when plugged into the outlet. The hand-held has been returned to the manufacturer and is pending product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.